Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported that following an intraocular lens (iol) implant procedure, the patient experienced distorted and blurred vision. The clinical reason was decentered posterior capsule intra ocular lens. The intra ocular lens was explanted and exchanged for atiol (advanced technology intraocular lens) lens in a secondary procedure. Additional information has been requested.